Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button was intermittently unresponsive. The reporter denied any damage to the keypad or evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. There is no adverse event with this complaint. This complaint is being reported due to the alleged keypad response issues.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad symbols were worn bur the rubber keypad was intact. Evaluation revealed that the up button was intermittently unresponsive and the other buttons responded appropriately. There was evidence of keypad contamination found under all of the key contacts.